Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues arose.